Manufacturer narrative:
The most possible root cause was a malfunction of the inverter tube and x-y coupling during the surgery. However, the device had already been repaired by a 3rd party service provide, prior to inspection by zeiss so further root cause anlaysis could not be performed.

Event description:
It was reported that during an ophthalmology procedure involving the opmi lumera t, the invertertube-e failed to invert when the resight was slid into place and it also did not invert during manual operation. Additionally, the x-y movement was not functioning properly, making noises but failing to center when the center button was pressed, which ultimately led to the cancellation of the procedure. The procedure could not be completed using the same device and there was a significant delay of over 20 minutes due to the issue. The surgery was aborted and the proceeding case was also canceled. The patient is now seeking an alternative facility. Further medical intervention is likely to be performed in a second surgery. It was confirmed that there was no patient injury or negative impact to a user or a third party. Further details as to at what point the surgery was aborted and what still needs to be completed was not provided.